Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's daughter called in to report that the paramedics were called and the customer was hospitalized due to high blood glucose of over 600 mg/dl and ketoacidosis. Caller stated that the insulin pump was not working correctly she was unable to get pump out of the rewind mode and it has two cracks on the display window. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.